Event description:
The patient had a fairly sudden loss of effect and had some fluid in the pump pocket. They thought it was an occlusion because they couldn't get anything through the catheter access port (cap). The patient was taken to the or to explore the system. During surgery, they just happened to have to refill the pump on the back table. When they went to flush the cap, nothing came out the end of the nozzle, but it was wet underneath the pump. It was like there was an occlusion in the nozzle; the fluid was coming out through the ring that they snap the connector onto; it was leaking fluid around the collar of the connector. If they pushed really fast it would come out the end of the nozzle, but if they pushed slow, like an infusion, it was just leaking around the collar and not coming out the nozzle. A new pump and connector were implanted. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).